Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that cartridge was noted to be leaking from the patient line. The customers blood glucose level was impacted (750 mg/dl). In addition, it was reported that an occlusion alarm occurred. The customers blood glucose level was impacted (740 mg/dl). The customer took boluses via the pump and was hospitalized on (B)(6) 2016 for diabetic ketoacidosis (dka). The customer was administered insulin via intravenous (IV) drip and levemir. As tandem technical support was not contacted at the time of the occlusion alarm, a system check was not performed. Reportedly, the customer's cartridge was 6 days old. During troubleshooting with tandem technical support the customer was able to load a new cartridge and change infusion set. The customer was discharged from hospitalization on (B)(6) 2016.